Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to covidien on 10/22/2015 that a customer had an issue with an scd controller. The unit was sent to a local service center and a service technician found that there were exposed copper wires on the power cord.

Manufacturer narrative:
(B)(4). A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The root cause of the power cord failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. Scd express compression system was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.